Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6) the investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hiv duo on a cobas e 801 analytical unit. The sample initially resulted in a hiv duo value of 1.79 coi (reactive), with sub-results of 0.0923 coi (non-reactive) for anti-hiv and 1.78 coi (reactive) for hiv antigen. The sample repeated with an hiv duo value of 1.78 coi (reactive). The sample was repeated using two different immunochromatography methods (strip test) and each method had a negative hiv result.

Manufacturer narrative:
Calibration and controls were acceptable. Based on the specificity claim in product labeling, single false reactive results may occur in elecsys hiv duo. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation determined that the elecsys hiv duo assay performs within specification.